Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the drawers were offline. A technical support specialist (tss) collected information to connect to the cabinet. During this process, the customer restarted the all in one (aio). Verified on the populate buttons screen that no drawers had failed. Customer confirmed that able to log on to the station without issue. The system functioned as intended after the technical support specialist investigate the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the drawers were offline and the user could not log in to issue a controlled medication. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.